Manufacturer narrative:
The patient's lifevest was not returned for evaluation. There is no indication of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation under the electrode belt. On (B)(6) 2015 the patient reported that they were leaving the device off for 2 hours a day to allow a rash to heal under his left electrode per his cardiologist's instruction. The patient reported that he was prescribed a cream to apply and that the rash was healing.